Event description:
It was reported that an asymptomatic patient presented in emergency room with the device in backup vvi mode due to power on reset. The patient received multiple inappropriate shocks during backup vvi. The device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.